Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image was provided. The image was taken post deployment of the second clip, with both implanted clips in view. The first clip (reported device) was implanted medially and is the bottom / left clip in the image. The clip arm angle appears to be ~40° - 45°. While this is an estimation based on visual assessment with the unaided eye, it is apparent that the clip is opened beyond the expected fully closed position per the instructions for use (typically ~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip observed in the image provided presents with an abnormally large arm angle which is indicative of a cowl event. Therefore, the reported post deployment clip open while locked (cowl) is confirmed. Comparatively, the second implanted clip (no reported issue) appears to be in a fully closed position (~15°) per the instructions for use. There are no other observations based on the image provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed medially on the mitral valve. However, after deployment, the clip opened from approximately 20 degrees to approximately 40 degrees. It was noted that the clip remained stable on the leaflets. An additional clip was deployed laterally, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.